Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was disposed of by the facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proctectomy procedure, the thread broke while closing the submucosa and rectum. Another device was used to complete the procedure. Procedure was extended for 30 minutes or more but there was no injury to the patient.